Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the adhesive on the nozzle was peeling. Upon further inspection, it was observed that the color ring had a crack due to physical stress. It was also observed that the image was not displayed due to damage to the charge-coupled device unit. It was observed that the adhesive on the bending section cover had a white-clouded area. It was also observed that the electrical connector had discoloration due to water leakage caused by water invasion in the device. Lastly, it was observed that there was a scratch on the connecting tube and on the image guide protector. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of foreign material could not be identified. Considerations. Since the actual item was not sent, we could not specify the root cause of the suggested event. However, we presume that the cause of the suggested event is due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had defects on the whole distal end/ cover. There was no patient/user harm or injury reported due to the event.